Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported unknown side: pain, swelling, capsular contracture iii. Patient reported "breasts, which are beginning to visibly deform" "damage caused by the prosthesis affects day-to-day life, since patient can't exercise or hold baby without feeling pain" physician reported "emotional burden". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6(b), h6.

Event description:
Patient reported right side capsular contracture, baker grade iii/IV with pain and deformation, swelling, calcifications and exchange due to the recall. The device has been explanted.